Manufacturer narrative:
As no product was returned , no visual inspection, functional testing or dimensional testing was able to be performed . No imagery was provided for review. The work orders below relate to the manufacturi ng of the devices and components that could potentially contribute to the complaint. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed. As the balloon burst was unable to be confirmed, a complaint history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur thv IFU, device preparation training manual, and device procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the balloon ruptured during deployment of initial 23mm s3u valve''. The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, over-inflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required . The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a trasseptal tavr procedure with a 23mm sapien 3 ultra valve in the mitral position, the balloon ruptured during deployment of initial 23mm s3u valve. The physician was able to pull the valve and delivery system back into the 14f esheath+ without issue and all were pulled out of patient. A new 14f esheath+ was prepped and inserted successfully. A second 23mm s3u valve was prepped and successfully deployed in a 29mm sapien xt valve. There was no patient injury reported and patient was reported as doing well. Per fcs, the initial reporter did not allege the ew devices were deficient in any way. The indication for the procedure was stenosis. The perceived root cause for the balloon rupture was possibly valve alignment or when crossing xt. Balloon ruptured immediately so no portion of the balloon was inflated. The degree of calcium was moderate. No extra volume added to the balloon prior to the inflation. The inflation technique was controlled and slow. The system was prepped at nominal 17 ccs. The retrieval technique from the field safety notice was used.